Event description:
In 2008, the patient reported she changed her insulin cartridge and infusion site the previous night, and she forgot to bolus. Her blood glucose elevated to 400 mg/dl and she bolused 6 units of insulin. Her blood glucose did not decrease and she felt thirsty. Her normal blood glucose level is below 200 mg/dl. She stated she would bolus again and wait to see what happens. She called back on the same day and stated, she thought the amount of insulin remaining in her insulin cartridge had not changed. She was instructed to review her bolus history and she was able to confirm her last bolus was listed. She was advised to change her infusion site. She stated that the cannula of the infusion site was bent upon removal. She stated she would inject insulin via syringe to lower her blood glucose. She discarded the alleged infusion site. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.